Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the head of the screw of the control handle was broken. The screw is used to help the control handle stable. The device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined. There was a possibility that the device was dropped and the screw was damaged. The instruction manual of sonosurg mentions warning and caution. Do not drop the instrument or forcefully strike it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or struck with force, do not use it, and contact olympus.

Event description:
The subject device was used during an uncertain procedure. The plastic screw of the handle of the device was broken and fell off inside the pt. There was no pt injury reported.